Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unknown product performance anomaly. The rv lead was successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information received at this time.